Event description:
It was reported by the edwards territory manager that during a 26mm sapien valve was positioned 50/50 and deployed 45/55 ventricular. The delivery system was pulled back into the sheath and hemodynamics were assessed by echo. The team felt there was moderate pv leak present. The team proceeded to reposition delivery balloon and do a second inflation. Changes were noted on the echo and angiogram consistent with an annulus rupture. The team converted the patient to an open aortic valve replacement procedure and attempts were made to repair the rupture. The patient was pronounced dead on the table. The annular diameter measured 23 mm by tee, the sinotubular junction (stj) was 28mm and the sinus of valsalva (sov) measured 37mm. The aortic valve and leaflet calcification was described as bulky and the aortic root calcification was severe.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case the exact cause of events could not be confirmed; however procedural and patient factors (borderline valve over-sizing in the setting of bulky native annular calcification and severe aortic root calcification) could have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.